Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. Full calibrations were performed with the imaging system. The system was found to be fully functional. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported an alleged inaccuracy while in a spinal fusion procedure. He said that immediately after the spin they checked accuracy and when they touched the patient with a probe, the probe looked 2-3 mm deep. This was immediately after the spin and nothing had moved. The surgeon aborted the medtronic imaging system and navigation and continued the case non-navigated. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.